Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The visual inspection has shown that the positioning groove is expanded and damaged; therefore the proper function is not ensured. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient ID: (B)(6). Returned to manufacturer: (B)(4) 2011. Placeholder.

Event description:
It was reported that the dhs plate does not fit over the dhs-dcs screw. The plate is not allowed to enter during surgery, the specialist performed different maneuvers without result, he decided to put another dhs screw. This is report 1 of 1 for complaint (B)(4).